Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a transmitter battery issue occurred. On the day of the event, the patient experienced lightheadedness and dizziness and checked the bg which was high when he noticed the transmitter failed message. The complaint states the patient was using omnipod and during that time ((B)(6) 2024) the patient was giving himself insulin in manual mode in the omnipod because it did not show readings. He called 911 and was transported to the hospital where he was admitted for 2 days. The bg in the hospital was 700 mg/dl and he was treated with insulin and a lot of fluids since he was dehydrated as well. The patient stated he was discharged from the hospital on (B)(6) 2024 and was feeling better at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).